Event description:
It was reported that, the right ventricular (rv) lead from this pacemaker exhibited high impedances out of range and noisy signals. Technical services (ts) recommended lead revision. This pacemaker lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the right ventricular (rv) lead from this pacemaker exhibited high impedances out of range and noisy signals. Technical services (ts) recommended lead revision. This pacemaker lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to b5: low out of range impedances were observed (indicative of a lead issue), not high. Complaint summary updated to correctly reflect the associated allegations. Correction to h6: device code "high impedance" was removed and impact code "inadequate/inappropriate treatment or diagnostic exposure" was removed.

Event description:
It was reported that, the right ventricular (rv) lead from this pacemaker exhibited high impedances out of range and noisy signals. Technical services (ts) recommended lead revision. This pacemaker lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Additional information received reported that the right ventricular (rv) lead of this pacemaker system triggered alerts for low (not high) out-of-range pace impedance measurements less than 200 ohms, and insulation breech was suspected. Subsequently, the rv lead was explanted and replaced less than two months later. This pacemaker was also explanted and replaced during the same procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported.